Event description:
Customer called on (B)(4) 2012 reporting that the beckman coulter lh 750 hematology analyzer was generating no diff results and a bloody leak was noticed near the diff chamber. Customer was wearing personal protective equipment consisting of a lab coat, gloves and face protection and no exposure or injury was reported. Patient samples were not affected by the leak and no change to patient treatment had resulted due to the event. Field service engineer (fse) was dispatched and found tubing (vl52) had come loose and was stretched out thereby unable to hold on to the fitting. The tubing (vl52) was replaced and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).